Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6 h3 investigational summary: the product was returned to ethicon for evaluation. One needle suture combination outside its packaging was received for analysis. During the visual inspection of the returned sample, the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported a patient underwent a caesarean section (c-section) on (B)(6) 2024 and barbed suture was used. During continuous suturing, it was felt like the spiral had not a notch. It was slipping out during uterine suture. The product was used on the myometrium. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002, device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "...it was felt like the spiral had not a notch..." Does this refer to the fixation feature/tap of the suture or the barbs on the suture surface? Barbs. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Hiromi tokuyama. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. Please check rmao. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.